Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30387837m number, and no internal actoinrelated to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient with a history of atrial fibrillation and a small pericardial effusion at baseline underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. The pericardial tamponade was discovered as the patient¿s blood pressure dropped during the ablation phase of the procedure and was confirmed by intracardiac echocardiography, (ice). A pericardiocentesis was performed and 4 liters of fluid was removed. She also required surgery to repair perforation which required her to spend several days at the hospital. Upon follow up the perforation site was on the ridge near the laa and left superior vein. The patient is reported as currently recovering. The physicians opinion on the cause of the adverse event is standard risk of procedure. For the transseptal puncture a brk was used. After ablation the patient experienced a more prominent effusion and there was no evidence of steam pop. An irrigated thermocool® smart touch® sf uni-directional navigation catheter was used in the event and flow was 15ml, the correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation as intended. The following force visualization features were used: graph, dashboard, vector and visitag. Visitag module was used with the parameters for stability (range; time; fot; tag size) maximum distance change 3mm, minimum time 3 seconds, force over time 25% over min force 3g. Additional filter used index values. There were no error messages observed on biosense webster equipment during the case.